Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information inciating that this device exhibited noise oversensing which led to pacing inhibition and unneeded shock therapy delivery. This was initally determined to be caused by the rate/sense portion of the right ventricular (rv) lead. Subsequently, the rate/sense portion of the rv lead was surgically abandoned and a formerly abandoned lead was placed back in service for sensing. A few years later, the device exhibited noise oversensing again which led to pacing inhibition and uneeded shock therapy delivery. Additionally, the unneeded shock led to the patient falling to the ground. The device was programmed to electrocautery protection mode. A second revision procedure was scheduled, during which the rate/sense rv lead was surgically abandoned and the shock rv lead was explanted. A new rv lead replaced the two rv leads that were taken out of service. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received that the suspected root cause of the noise oversensing and subsequent pacing inhibition and inappropriate shock was a conductor fracture in the rate/sense right ventricular (rv) lead. However this was not confirmed visually. During the revision procedure, the rate/sense rv lead was tested on the pacing system analyzer and the lead reproduced the noisy signals and exhibited intermittent capture. This product remain out of service. No additional adverse patient effects were reported.